Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in an electrode placement procedure, the representative reported that an imprecision occurred. It was reported that the patient was registered without issue. After draping the patient, the vertek arm of moved when the drape made contact with it. The site observed the movement and informed the surgeon of the movement and a re-registration should have been performed. The surgeon then reported that the vertek arm was secure and the registration was not required. The surgeon confirmed accuracy by touching an anatomical marker with a fiducial placed during imaging, however the fiducial was not present during the accuracy check. It was reported that the surgeon felt accurate and continued with the procedure. It was later reported that the ablation system fiber missed it's target. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.